Manufacturer narrative:
The reported condition is attributed to a failure of the support arm. This condition was identified by the manufacturer in 1995 and corrective actions were instituted at that ime. The device cited in this report is involved in the recall z-1099/1101-5.

Event description:
Xray scissor arm broke at first knuckle. Dr purchased office with existing xray units. On (B)(6) 2003, dr came in to find unit arm broken. Called dealer/tech (trophy not notified). She opted to purchase and install a whole new different unit. Dr relently went through files and found the recall letter. Being that she still had the broken unit in her office, she called trophy. Arm has now been replaced.